Event description:
The hcp reported ¿overdose type¿ symptoms . Per the hcp, the patient responded to narcan so they wanted to program the pump to the lowest rate. The hcp thought the symptoms may be related to the pump but was not sure. The patient had a refill 2 weeks ago. The pump was programmed to minimum rate. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later reported the patient was seen in ed (emergency department) was admitted to hospital for bradicardi, res ponsive to narcan, no overdose. It was also noted the patient experienced pain. The records were reviewed per the hcp and there were oral opioids administered. There was no change in concentration and no increase in rate. The pump was used to deliver morphine